Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that the hcp could not read the right implantable neurostimulator (ins) today and received a message on the clinician programmer 8840 that it could not communicate with the ins. The hcp noted that the patient was in a couple of months ago and discovered that both of the ins's were turning off by themselves; the patient told the hcp that she thought she was doing something wrong with the patient programmer. It was noted that the patient did not have any complaints about a change in therapy. The patient was going in for a bilateral battery replacement surgery on (B)(6) 2016 as both batteries haven't been replaced since 2009 and they reached end of service (eos); there was no complaint made against battery longevity. It was noted that the patient experienced a tremor but it was not significantly worse than before. The hcp was also concerned about contacts 0<(>&<)>2 and 2<(>&<)>3 as they were showing impedances of greater than 2,000 ohms around 9-10 ma; the hcp didn&#38176;have the exact impedance measurements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.